Event description:
It was sated that during a surgery, a replacement generator could not be interrogated and was showing error message "generator not found". A backup generator was used instead. It was noted that multiple working programming systems were used but none could communicate with the generator. The device was shipped back for analysis. Device history records were reviewed for the generator and showed that the device passed all quality inspections prior to distribution. No further relevant information has been received to date.

Event description:
Analysis was completed for the returned device. The device was received in its sterile package. Visual examination and radiographic examination of the device revealed no anomalies. The generator was opened and no visual anomalies were noted. The battery voltage measured within normal limits. Probing on the module revealed that the crystal oscillator was not operating. No voltage was present on the crystal pads, although it is typically expected to be 0.8v. The generator was inadvertently reset while removing the feedthru wiring and was then able to be interrogated. The device was interrogate and results were as expected. The device was shown to be operating within specifications. The generator was then placed in a temperature chamber at 20 and 50 degrees celsius, and was able to communicated properly after exposure to both temperatures. Internal data was reviewed and approximated that the microcontroller fully halted at 8:53am on (B)(4) 2018. It was noted that the generator was delivered to the hospital at 9:21am on (B)(4) 2018. No further relevant information was received to date.

Manufacturer narrative:
Report source, corrected data: follow up report #1 inadvertently checked "health professional" as a report sort.

Event description:
Furth investigation determined that the event was related to a microcontroller manufacturer-related defect that resulted in a lockup of the microcontroller, leading to loss of generator function and communication until a device reset was performed. This could be exacerbated by cold operating temperatures or a high frequency of transitions from low power mode to active mode (device ¿wakeups¿), among other factors.